Event description:
It was reported that an animal underwent a veterinary procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? Not reported if yes was the needle piece removed from the patient during the same procedure? Na were x-rays taken to locate the needle? Na was there any patient consequence or injury? No, veterinary procedure what is the patient¿s current health status and condition? Unk was any other tissue damaged as a result of searching the needle? Not reported a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.